Manufacturer narrative:
This issue was previously reported on pr 4274231 with MDR 3030677-2015-01437. This MDR was not originally reported as patient use but the original complaint was for patient use. The device investigation is completed. (B)(4).

Event description:
The customer has been reported that device voice prompts are not functioning correctly

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The costumer has been reported that device voice prompts are not functioning correctly